Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported evet remains unknown. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
It was reported by the patient following a cerebral angiogram, an angio-seal used to seal the arteriotomy. One month later, the patient experienced pain and swelling in the lymph nodes. Under the arms, the lymph nodes have remained swollen and the groin area nodes have decreased in size. Leg swelling had also occurred. Bilateral mammography, CT scans and ultrasounds were performed after seeing several doctors. Amoxicillin, dose unknown was prescribed. The patient is scheduled for a biopsy of the lymph nodes. The patient will follow up with the physicians.